Event description:
It was reported that the device was used during a laparoscopic gastric bypass, one of the components of the suture assistant on the reload portion of the device broke off into the pt, abdominal cavity. Xrays were used to locate the pieces, but were unsuccessful. Pieces were left in the pt. Extension of or time less than an hour. Patient is fine, and no adverse consequences were reported.